Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The registered nurse stated the home patient disconnected from the set up during therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A nurse (rn) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during drain. The rn stated the hp disconnected from the set up during therapy. The technical service representative (tsr) informed the rn that the hp should not reconnect and therapy should be stopped. The rn stated that the hp had reconnected after being advised not to. The tsr provided the rn instructions on how to clear the alarm because she was not with unit and advised to contact the peritoneal dialysis nurse (pdrn) in the morning. On (B)(6) 2011, product surveillance spoke with the (pdrn) who stated she was not aware of this incident. The pdrn stated she had spoken with the nursing home since and no medical intervention or adverse events were reported.